Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that arctic sun device alerted about patient temperature (pt) regulation. Verified event log shows alert 113 reduced water temperature control. Patient temperature (pt) was 37c, targeted temperature (tt) was 37c, water temperature (wt) was 31.3c at time of the alert but now registering 7.9c, water flow rate (wfr) was 2.9 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 5.7c, outlet control temperature (t2) was 5.7c, inlet temperature (t3) was 6.8c, t4 4.8c water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 95 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 10876.5 and pump hours were 9584.5. Advised to swap out device and send this one to biomed labeled 113.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions are needed. Correction: d: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that arctic sun device alerted about patient temperature (pt) regulation. Verified event log shows alert 113 reduced water temperature control. Patient temperature (pt) was 37c, targeted temperature (tt) was 37c, water temperature (wt) was 31.3c at time of the alert but now registering 7.9c, water flow rate (wfr) was 2.9 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 5.7c, outlet control temperature (t2) was 5.7c, inlet temperature (t3) was 6.8c, t4 4.8c water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 95 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 10876.5 and pump hours were 9584.5. Advised to swap out device and send this one to biomed labeled 113. Per follow up information received via task on 01oct2025, spoke with biomed who confirmed this device would be receiving a full preventive maintenance. They had not completed any diagnostics or repairs at this time but had received a quote from tech support and would reach out to techs with questions.